Event description:
Health professional reported the explant and replacement of a lap-band access port due to a leak. Explanted device has been discarded and is not available for return.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2012. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not received it and no analysis or testing will be done. Based upon the implant date and band type provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."